Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm 1852921; 02-012-41-5050 - logic tibia traptray cem sz 5f/5t 1732550; 200-02-41 - three peg patella 41mm 1310475; 204-34-02 - fluted stem extension 25l x 14 mm 1894530; 204-70-00 - tibial stem ext. Screw 1919687. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial knee replacement on (B)(6) 2010. The patient presented with a painful knee. X-ray showed a possible loosened femur. The patient was revised due to instability and painful knee. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
D10: add the femoral component. Pending investigation correction- b4 1 sep 2022, d1 patella, d4 all, d6b (B)(6) 2022. H7 and h9 the logic femoral ps cem right sz 5 not on recall.

Event description:
Additional information via legal department: revision operative report of right knee on (B)(6) 2022. Postoperative diagnosis: failed right total knee replacement. A 66-year-old male, approximately 12 years status post right total knee replacement. He presented to the surgeon with increasing anterior knee pain along with swelling. He denied fevers chills, sweats, warmth, or redness. ¿x-rays showed relative increase wear on the medial side with radiolucency under the anterior flange of the femoral component. There is also concerns about the fixation of the patellar component. Due to the patient's increasing pain and disability, he was felt to be a candidate for right total knee revision. Findings: intraoperative findings revealed a moderate to large amount of normal-appearing joint fluid. There were no signs of infection. The patellar component was severely worn with significant pitting. The component was also loose, only fixed by a fibrous layer. The femoral and tibial components were well fixed. There was bone resorption and a fibrous layer deep to the anterior flange of the femoral component. There was expected medial sided polyethylene wear, not felt to be excessive for 12 years postop.¿ skin affix and dressings were applied along with a compressive bandage. The tourniquet was not utilized throughout the procedure. The patient was then awakened, extubated and taken to the recovery room in satisfactory condition. There were no complications. Admitted to hospital on (B)(6) 2022/discharged on (B)(6) 2022. No other information is available.

Manufacturer narrative:
Additional information: b7. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to correct the following fields that were entered erroneously in a previous report: d1 brand name, d4 catalog number, expiration date, serial number, UDI #, d10 concomitant, g reporting contact, g2 report source, g4 510k#, h4 device manufacture date, h6 clinical code, problem code d10: 02-012-41-5050 - logic tibia traptray cem sz 5f/5t (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm (B)(6), 204-70-00 - tibial stem ext. Screw (B)(6), 2-010-01-0350; logic femoral ps cem right sz 5, (B)(6).